Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence. Customer's blood glucose level was 130-150 mg/dl. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.